Event description:
It was reported that the pt had a gamma3 nail implanted, 2007. The pt went to the emergency care at varbergs hosp due to pain in 2008. The x-ray shows that the nail had fractured. Pt was revised.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.